Event description:
Procedure type: aaa. According to the reporter: the suture was used to anastomosis the aorta to a graft for unk reason. Suture lot number is not provided and sample is not provided. Allegedly, the pt was brought back to the operating room due to massive bleed and expired in the operating room. The facility has reported this via medwatch. Additional information has been requested to the risk manager of the facility for operative notes, re-operative notes, and autopsy/discharge summary.

Manufacturer narrative:
(B)(4).